Manufacturer narrative:
Device evaluated by MFR. : promus premier ous mr 20 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts lifted. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the tortuous and calcified left circumflex coronary artery. A 20 x 2.50mm promus premier drug eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the stent was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the tortuous and calcified left circumflex coronary artery. A 20 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the stent was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.